Manufacturer narrative:
H6: investigation summary : bd received 1 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter- IV cannula with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. The root cause of the foreign matter on the IV cannula is particles of the hub material coming from build-up of hub material occurring as a result of the hubs rubbing up against the rail plate before the IV shielder machine., the particles of the chipped hubs were then transferred unto the IV cannula and the lubrication on the cannula allowed these particles to adhere to the cannula throughout the rest of the assembly process. Awareness of this complaint has been created within quality, engineering and operations departments. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle had foreign matter on the device cannula within the fluid path. The following information was provided by the initial reporter. The customer stated: when opening the package, it found that there was fm on cannula. There was no effect on patients or users.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle had foreign matter on the device cannula within the fluid path. The following information was provided by the initial reporter. The customer stated: when opening the package, it found that there was fm on cannula. There was no effect on patients or users.